Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed tha the source of the leak was longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1303802) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on an unknown date. Access was obtained at the lower common femoral artery, above the bifurcation via a 5f sheath (model unknown). Peri-procedure, the patient was anticoagulated with a angiomax and plavix. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured prior to reaching the arteriotomy. The device was removed the patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for unspecified and unrelated reasons. The patient was discharged the following day with no clinical sequela noted.